Event description:
The customer reported the nurse turned the ventilator alarm volume down at night to the minimum level and did not restore the volume to its previous level. When the ventilator alarmed the next day due to a disconnect when the patient disconnected the mask, the volume was still set to the minimum volume and the alarm was not heard when it activated. The device was in use on a patient and there was no patient harm. This is being reported as operator error. The customer reported no device malfunction.